Manufacturer narrative:
The complaint allegation was confirmed. (2) unpackaged ar-13995n was returned for investigation. The returned devices were visually inspected, and it was noted that the device# 1 the point needle tip was broken off. Device#2 no problem found. The most likely cause for the reported failure is a user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during a rotator cuff repair surgery the tip of scorpion needle came off in patient during the case. The patient was x-rayed in recovery; however, the tip was not visible on the images, therefore the broken piece remains in patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 20-jun-2023: the broken piece was not visible on x-ray or retrieved from the patient.